Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a cardiac procedure, which was successfully completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the c-arm geometry movements were not working. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the system error logs and consulted the national support specialist (nss) and determined that the system had experienced collisions prior to locking up, specifically at the motor assembly on the longitudinal (axis front) side. The national support specialist (nss) recommended for longitudinal calibration and check for the mechanical issues along the rails. To resolve the reported issue, the fse performed the longitudinal calibration, cleaned the rails and calibrated the detector proximity. After necessary calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.